Event description:
It was reported that the patient underwent surgery for replacement of pump due to end of life. The pump was "repositioned". The catheter was also replaced during surgery, as it had migrated. There were no patient symptoms reported. The patient's outcome was reported as "good, no sequelae".

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.